Event description:
It was reported that during the embolization of a right internal mammary vessel the coil did not take a desirable secondary shape. While attempting to withdraw the device into the microcatheter, the coil prematurely detached with half of the coil in the microcatheter and half in the vessel. As the recommended repositioning time was exceeded, the coil broke in half during the withdraw attempt. The portion of the coil that was in the microcatheter was retrieved using a snare. No attempt was made to retrieve the portion of coil that remained in the vessel. There was no clinical sequelae.

Manufacturer narrative:
Complaint sample was not returned for evaluation.